Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic hysterectomy procedure on (B)(6) 2016 and the absorbable hemostat was placed inter-abdominally on the vaginal cuff after the uterus was removed. Ten days after the procedure, the patient presented in the emergency room with fever, chills and vaginal abscess/drainage. It was also reported that the patient had sterile fluid collection with elevated wbc of 18, required admission and drainage. The doctor believed that the absorbable hemostat is related. The vaginal drainage fluid was sent for laboratory analysis, however, no results have been received yet. The patient was treated with antibiotics and sent home. No further information is available.